Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), and product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), and UDI#: (B)(4). H3:analysis of the 97745 programmer (ptm) (serial number (B)(6)) revealed main board no power. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they could not get their implanted n eurostimulator (ins) to recharge. Pt said they were receiving the ¿no device found¿ screen. Pt said they had been having trouble for a couple of weeks on and off, but friday they could not get the ins to recharge at all. Pt also mentioned that the controller would also keep "circling" and would not do anything else. Pt said previously the screen would go black (went black maybe 3 times), they would take battery out to reset and then put it back in then it would recharge however, now they could not progress past the ¿no device found screen¿. Pt inspected the recharger (rtm) and controller port; said they both looked good. Pt tried started a recharging session of their ins on the call and received the ¿no device found¿ screen. Ptthen started a passive recharging mode (prm) and had middle number ranging from 92 to 94. Pt was able to start recharging their ins with excellent recharging quality (controller 80%, ins in the red). After several minutes, pt was still recharging with excellent quality (ins still in the red). Additional information was received from the pt. Pt called back because they received the rtm exchange unit through the exchange program from this case, but their controller screen continued to go black when recharging their ins and now their controller was unresponsive with a "lock" on the ins battery. Patient service (ps) helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet.